Manufacturer narrative:
(Bolus delivery) root cause: use error. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated a bolus and the customer¿s blood glucose (bg) level decreased to 50 mg/dl. Reportedly, the customer entered the intended amount in the pump for the bolus, but had miscalculated the carbohydrate amount in the bolus that was delivered. The customer consumed carbohydrates to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.